Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant air-in-line alarms while running a loaded set. Evaluation found the upper and lower readings on the ultrasonic sensor to be below specification, which can make the pump more sensitive to air-in-line alarms. Evaluation determined the cause to be a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed constant air-in-line. It was also reported that there was no patient involvement.